Manufacturer narrative:
Batch review performed on (B)(6)2024. Lot 2240254: (B)(4) items manufactured and released on 12-dec-2022. Expiration date: 2027-11-23. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. Revision about 1 year and 2 months after primary tsa, due to stem breaching the cortex. The stem was found to be well fixed. However, in order to alleviate the pain, the surgeon decided to remove all components and converted the patient from a primary to a reverse shoulder with a standard stem. From the post-op primary radiographic image, the stem appears to be in a suboptimal position. We cannot tell if this is the result of post-surgery migration or if it was the position since the conclusion of the primary surgery. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.- based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 2 months after primary, the patient came in reporting pain due to stem breaching the lateral cortex. The stem was found to be well fixed. However, in order to alleviate the pain, the surgeon removed all the components and converted the patient from a primary to a reverse shoulder. The surgery was completed successfully.